Event description:
It was reported that the caller experienced a malfunction on their pump, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.